Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of alarm sound all the time? Was not confirmed or reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "alarm sound all the time". This condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.